Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia was preceded by a period of hyperglycemia that appears to be from an unannounced meal. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing and decreasing insulin doses in response to cgm glucose values and triggering alerts. The hypoglycemic event was likely caused by failing to announce a meal which resulted in a hyperglycemic excursion and put the user at an increased risk of hypoglycemia. Failure to announce meals can result in an increased risk of hypoglycemia as the corrections algorithm adds additional insulin later in the glycemic excursion. Users are trained to announce meals with carbohydrates to mitigate this risk. This user was appropriately re-trained after this event.

Event description:
On 5/29/24 a beta bionics clinical diabetes specialist (cds) was notified by an ilet user's healthcare provider (hcp) that the user experienced a low blood glucose (bg) event requiring assistance from ems. The event occurred on 5/28/24. On 5/29/24 the cds spoke with the user about the event. The user shared that after heading home from work, they noticed their blood glucose (bg) levels were drifting down, accompanied by a "falling fast" alert on the ilet. Despite drinking regular soda, their bg continued to fall. They disconnected from the ilet around 5:00 pm and consumed two bottles of soda. However, their bg kept dropping, confirmed by fingerstick readings matching the dexcom continuous glucose monitor (cgm) readings. The user then self-administered nasal glucagon and called ems at 6:20 pm. The user passed out and was revived by ems, who recorded a bg of 28 mg/dl and administered additional nasal glucagon.